Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that the elective replacement indicator (eri) message was reported on a rechargeable implantable neurostimulator (ins) on (B)(6) 2017. The steps to bypass the information screen and the typical time between eri and end of service (eos) were reviewed. There were no allegations/ dissatisfactions with the ins longevity. The patient noted that after the eri appeared, she could recharge but could not turn the ins on and it was confirmed that the recharger screen showed that the ins was 25% charged. At the time of the report, troubleshooting could not be performed because of lack of access to the ins recharger (insr). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. Additional information was received from the patient. The patient reported that they were going to have surgery to replace the ins. The patient noted that the "controller" was not finding a signal. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-12-21 lfc (hcp): additional information received from a healthcare professional (hcp) reported that the battery replacement took place on (B)(6) 2017. There were no further complications reported or anticipated